Manufacturer narrative:
H.6. Investigation summary: received one used 24ga bd insyte autoguard bc IV catheter unit in 2 portions and without packaging. Portion 1: was the needle/hub assembly that was fully retracted within the safety shield (barrel) and the protective needle cover intact with the grip/barrel. Portion 2: was the catheter adapter assembly, which was intact. Photos: four photos were provided for observation of this incident. Photo 1 shows similarities to that of portion one received and was accompanied by a hand written note. Photos 2 and 3 shows the catheter tubing area which revealed a ¿v¿ shape cut in the tubing wall and fm. Photo 4 shows a clear fm and a brownish fm on the catheter tubing. DHR review for this incident was not conducted; as a lot number was not provided. Visual / microscopic: unit: there was a cut to the tubing wall near the tip that had a 'v' shape characteristic (indicative of tip spear thru) which would have resulted from the needle piecing the catheter tubing. There was a fm on the catheter tubing: blue fiber and clear strands on the outer wall of the tubing near the tip. The needle/hub assembly revealed no anomalies or damage. Submitted photos: the photos submitted for this investigation show similarities to that of the returned unit. The photos also shown some fm that was not detected on the actual returned unit. Relationship of device to the reported incident: indeterminate ¿ confirmation of failures of (1) needle through catheter and (2) foreign matter, were identified and confirmed with unit provided for this incident. When these defects occurred could not be determined by the investigation as the unit was removed from the unit package. Needle through catheter was caused by the needle piercing the tubing wall. The cause of the foreign matter on the catheter was not established. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle pierced through the catheter and there is an issue with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: the needle pierced thru the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle pierced through the catheter and there is an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle pierced thru the catheter.